Event description:
Customer alleged a healthcare worker (hcw) experiences nasal discomfort while in the presence of the sterrad 200 sterilizer as it is running a cycle. She reports she has not noticed any haze or oil mist in the air. The unit was assessed onsite by an asp field service engineer.

Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site: the asp field service engineer (fse) was dispatched to the account. The fse found haze/oil mist coming from the filter housing. The fse replaced the vacuum pump filter housing and the converter filter. The fse performed a vacuum / plasma test procedure. Also a vacuum leak test procedure was performed. The fse performed a temperature verification procedure, ran an empty chamber test cycle and confirmed that the system meets all manufacture specifications.

Manufacturer narrative:
Asp investigation results: an asp field service engineer (fse) was called to the customer location to investigate haze/oil mist emitting from the sterrad 200 sterilizer ((B)(4)). While onsite a slight oil mist was observed coming from the oil mist filter assy. The fse replaced the oil mist filter assy, the catalytic decomp filter and the converter adapter in order to mitigate the issue. It was reported that the operator of the sterrad 200 had a human reaction, but did not seek medical intervention. No other human reactions have been reported since the fse was onsite to address the issue. There is not a significant trend of haze/oil mist complaints on the sterrad 200 product line ((B)(4) 2009 thru (B)(4) 2010). There has not been sufficient complaints of hr-allergic symptoms that have occurred during the year across the sterrad 200 product line ((B)(4) 2009 thru (B)(4) 2010). There were (B)(4) complaints over the last year ((B)(4) complaints per month), which does not constitute a significant trend. A review of the DHR history records for this sterrad 200 sterilizer ((B)(4), released on 9/21/2005) shows that the system met all specifications at the time of release for shipment, and there were no issues related to this failure mode. The failure mode and effects analysis (fmea) was reviewed for these parts. All risk priority number scores for the failure of these parts are below 100 and thus considered low risk. The health hazard evaluations (hhe) was reviewed for these issues. The hhe health index was considered low risk. The oil mist filter was returned and tested. The technician reported oil mist coming from the bottom cap of the filter. The catalytic converter filter was returned, tested, and passed a test cycle. The reason for return of the catalytic converter filter is not confirmed.